Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was reportedly over 500 mg/dl with trace ketones. Manual injection was administered to address the elevated bg. Reportedly, the customer resolved the occlusion alarm by completing a supply change and resuming insulin delivery on the pump.